Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening in anterior side assessed as surgical damage and observed opening on anterior side assessed as fold flaw opening. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device.

Event description:
Healthcare professional reported a "left side deflation" and "several holes". Device has been explanted.

Event description:
Healthcare professional reported a "left side deflation" and "several holes". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, "several holes."